Manufacturer narrative:
The cause for the reported condition could not be reliably determined as the lower cartridge cover was disengaged and not returned for eval.

Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument would not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.